Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unknown secondary infusion was observed to drip prior to the pump being turned on. It is not alleged that any medication reached the patient or known whether the medication was observed to be flowing into the primary saline infusion. The primary tubing had been changed on (B)(6) 2016. Both the primary and secondary tubing were replaced and, using the same devices, the infusion completed without incident. There was no patient harm.

Manufacturer narrative:
The customer¿s report of unregulated flow in which a secondary infusion was observed to drip prior to the pump being turned on was confirmed. The set was visually inspected and no damage or anomalies were observed. The check valve was visually inspected under magnification and observed to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were observed on the diaphragm membrane. The cause of the reported event was identified as a faulty check valve. The root cause of the check valve failure is unknown.